Event description:
The customer stated that his insulin pump was not delivering insulin as it used to. The caller stated that he has not seen any no delivery alarms. Troubleshooting could not be performed as customer did not have a tubing clamp available at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.